Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion was not predilated, the lesion being treated was located in the mid left anterior descending (lad) artery. The physician deployed a 2.50x20mm taxus express2 drug eluting stent, inflated to 14 atms for 20 seconds. The stent was well apposed. Medication: angiomax. Thirty five minutes post the initial procedure, the patient presented with chest pain. Angiography identified thrombus distal to the previously placed stent, in the mid lad. The physician deployed a 2.50x20mm taxus express2 drug eluting stent in the location of the thrombus. The procedure was completed successfully. The physician thinks the event could have been caused by angiomax.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.